Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a pharmaceutical company regarding a patient receiving prialt (unknown concentration and dose at the time of the event; although the dose as of (B)(6) 2012 was 5.8 mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain, intractable spasticity, multiple sclerosis, and failed back surgery syndrome. The patient started on prialt in (B)(6) 2012 for chronic lower back pain. The patient reported that his pump was changed in (B)(6) 2012 (unknown exact date) and during the pump change, it was noticed that the old pump had ¿morphine crystallized.¿ the patient was a poor historian and no further information and detail regarding this adverse event was available from the reporter at the time of the report. Additional information received from an hcp reported that the patient began prialt on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.